Event description:
Registered nurse squeezed the infant heel warmer to activate it and the package busted open and a large amount of liquid exploded into the registered nurse's eye registered nurse was taken immediately to the eyewash station (stayed for 15min). House supervisor was called immediately and the rapid response registered nurse came to the unit to transport the registered nurse to the emergency room via wheelchair. The registered nurse was using the heel warmer as per manufactures instructions. Unclear why it ruptured. Registered nurse to the eye wash station, flushed her eyes for several minutes. Rapid response took registered nurse to emergency department for follow up. Registered nurse discharged home with family and follow up visit with employee health and eye specialist.